Manufacturer narrative:
Concomitant products: product ID: 977c165, implanted: (B)(6) 2017, explanted: (B)(6) 2017 product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having difficulties moving their legs and walking on (B)(6) 2017. The patient was transported to the hospital. It was reported that the patient had a spinal cord injury distal from t10 with a thrombus that had adhered to the electrode. It was noted that the patient has ankylosing spondylitis. The patient had the ins and the lead explanted. The patient was sent to rehabilitation on (B)(6) 2017 and the healthcare provider reported that the patient may not be able to walk again. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.